Event description:
Complainant alleged that medics responded to a call for a drowning victim. While attempting to monitor the pt, the device powered up without display. Complainant indicated that the clinician obtained another device to continue treating the pt. The pt subsequently expired, however it was not related to the reported malfunction.